Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined, because the device was not returned. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii xenon light source was having a scope communication error (b30 error) with many 190 scopes. However, the scopes were working fine on another tower. The issue was caused by a bad scope that was not taken out of circulation. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The customer was advised to try the 180 scopes. According to the customer, the scopes are working fine on another tower. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.